Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment inside the trocar. Visual inspection confirmed the complainant¿s experience of a broken cannula wing tab inside the cannula. Based on the condition of the returned unit, it is possible that the reported event occurred during manufacturing and/or handling process of the obturator. It is also possible that the obturator wing tab broke off from a different trocar device during customer handling. However, the exact timing of the broken cannula wing tab could not be determined.

Event description:
Procedure performed: lap chole. Event description: "the facility reported a piece of plastic stuck within the canula rendering the device unusable..." Product is available for return. Additional information received on 05apr2023 via email from applied medical representative: no injury occurred. Another ctb33 was used to complete the case. The color of the piece was blue. No pieces fell into the patient. Laparoscopic tower was being used at the time of the incident. No other instruments were used prior to the incident. Intervention: another ctb33 was used to complete the case. Patient status: no injury occurred.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap chole. Event description: "the facility reported a piece of plastic stuck within the canula rendering the device unusable..." Product is available for return. Additional information received on 05apr2023 via email from applied medical representative: no injury occurred. Another ctb33 was used to complete the case. The color of the piece was blue. No pieces fell into the patient. Laparoscopic tower was being used at the time of the incident. No other instruments were used prior to the incident. Intervention: another ctb33 was used to complete the case. Patient status: no injury occurred.